Event description:
Boston scientific crm received information that the pocket area where this right ventricular (rv) lead was located was infected. The physician elected to explant this rv lead, and the associated device. There were no other adverse patient effects reported.

Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.